Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a small, thin piece of "metal" came out of the bd syringe luer-lok¿ tip with bd precisionglide¿ needle during use with the product when pushing on the plunger. The foreign matter was reportedly "almost half the length of the needle". The following information was provided by the initial reporter: "the issue I experienced was after drawing the liquid into the syringe and then put the needle on the end and when I pushed the air out I noticed the needle looked slightly different. Inside the needle was a small sliver of metal that came out with the product to inject. It was very thin and almost half the length of the needle." "Stated that he noticed an object appearing to be a piece of metal coming out of the needle tip as he was releasing the air from the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a small, thin piece of "metal" came out of the bd syringe luer-lok¿ tip with bd precisionglide¿ needle during use with the product when pushing on the plunger. The foreign matter was reportedly "almost half the length of the needle". The following information was provided by the initial reporter: "the issue I experienced was after drawing the liquid into the syringe and then put the needle on the end and when I pushed the air out I noticed the needle looked slightly different. Inside the needle was a small sliver of metal that came out with the product to inject. It was very thin and almost half the length of the needle." "Stated that he noticed an object appearing to be a piece of metal coming out of the needle tip as he was releasing the air from the syringe."